Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, the header of the implantable cardiac monitor broke off upon removal from the pocket. The system was successfully upgraded.